Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after an evening of hyperglycemia and subsequent corrective dosing, followed by overcorrection of the low that resulted in a blood glucose of 221 mg/dl; the event was associated with insulin stacking in the context of announced meals and correction doses, and the user sought troubleshooting and education regarding snack announcements and alarm awareness. Symptoms included low blood glucose with associated concern for hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included review of device data within the recent period, user counseling on proper snack announcements, use of the companion application for alarm awareness, and reinforcement of the 15 g carbohydrate/15 minute recheck protocol. Investigation of this case revealed that insulin stacking and timing relative to a downward trend were the likely contributors to the hypoglycemic episode, and the device was reported to be functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors and glycemic management behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.